Event description:
10/28/05, this vent went inop on a pt with all proper alarms. Apparently there was pt injury but they claim it was due to a slow response from the nursing staff. No other details as to the type of injury or outcome, an incident report is available through kelly mcvay. At this time it was belived that the hospital had issues with their power and we were not notified. 11/10/05, unit failed on pt vno injury with a code e43, unit was given to syracuse medical who apparently talked to tech support for help. They replaced a flow valve as it had a broken spring clip and put it back into service. It had an internal power failure and a gas supply failure. 1/3/06, unit went inop again on a pt and no injury was incurred, they sent the vent again to syracuse and they ran it for 73 hours and could not find a problem. They are using this vent on a ups system for back-up purposes. 5/9/06, kelly mcvay called rich king and he suggested calling this into tech support for reporting and to initiate a svc call, which has been done.

Manufacturer narrative:
A letter was sent by certified mail to the reporting facility requesting additional information concerning the reported events and status of the patients involved. The reporting facility has not responded as of yet. The viasys field service rep. Evaluated the unit and was unable to reproduce the reported event. Thus no root cause was determined. The user facility uses a ups system manufactured by apc, model # be650bb. The viasys field service rep. Tested it with only the ventilator attached to it and the output of the ups was 88 vac. The bear 1000 ventilator requires 95 - 135 vac to operate normally. The most likely root cause of the reported events was that the ups was not able to provide adequate ac voltage to the bear 1000 ventilator when the user facility lost ac power. The viasys field service rep. Replaced the unit's power supply as a precaution and ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion the unit was returned to the customers control ready to be placed back into service.